Event description:
It was reported the patient's ipg would not hold a charge. Follow-up identified the patient has not charged the ipg in approximately nine months and is unable to communicate with the ipg using multiple external devices. A replacement charging system was sent to the patient in order for her to attempt charging the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.